Event description:
The customer stated that he was hospitalized with a low blood glucose of 54 mg/dl. The customer also had high blood pressure and a headache. The customer declined troubleshooting, and felt that the insulin pump was working properly. The customer stated that he had given himself a manual injection earlier that day, and stated that it may have contributed to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.